Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis, which would have aided in determination of the root cause. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 7f sheath after an aortogram, arteriogram, atherectomy and angioplasty of the right leg. Reportedly, resistance was felt during starclose se deployment and the starclose se clip did not deploy in the patient. The starclose se clip was deployed outside of the patient anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.